Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported that the nurse manager, (B)(6), called cs to report that pt. In (B)(6) had a spo2 reading in the low 70s with rd sensor and on right big toe. Pt. Was pink and clinical picture did not match the spo2 readings. I spoke with (B)(6), the nurse who reported the issue to manager, and she states that this is a ¿wigglychild¿ (although pt. Was sound asleep with no movement at this time) and foam on rd sensor was twisted and crimped, light was on top and aligned properly with ***. She straightened out the foam and spo2 =74%. A new rd sensor was grabbed and placed on left big toe with light on top and correctly aligned and *** on ge monitor. (B)(6) both wonder if the ¿twisting and crimping¿ of the sensor has somehow damaged the sensor. . I was not called until after incident so did not witness the above. I did check on pt. And neo sensor on lt. Toe with siq of *** and spo2 = 100%. No patient impact or consequences reported.